Event description:
It has been reported to philips that the device failed to power on. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) visited the site and confirmed that the device was not starting. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the hard drive failed, and the system prompted to insert cd to boot. During troubleshooting, the fse found that the issue was with the m cabinet single board computer and hdd. The fse restarted multiple times, but the issue persisted. The fse replaced the single board computer and hdd (hard disk drive) and loaded software. After replacing the single board computer and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.